Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not deliver a shock when the shock button was pressed. The customer was using a quik-combo therapy cable and therapy electrodes (brand unknown) during the event. There was patient use associated with the reported event. The customer advised that there were no adverse effects to the patient as a result of the reported issue. A backup device was available and used to continue patient care. No further details about the patient or the event were provided.

Manufacturer narrative:
The customer submitted a voluntary medwatch report to the FDA (mw5067731) which included additional information previously unknown to physio-control. As a result, date of event, has been updated to reflect (B)(6) 2017. Additionally, contact person's name and information, has been updated accordingly (was previously unknown). Physio-control contacted the customer, a biomedical engineer, and confirmed that the cause of the reported issue was the quik combo therapy cable assembly.  The customer further advised that the cable was discarded and that a replacement cable was obtained to resolve the reported issue.  After observing proper device operation through functional and performance testing the unit was placed back into service for use.   The device has not been returned to physio-control for evaluation. The customer also advised that no additional information about the patient is available.